Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/a33 alarm test due to moisture damage noted in fsr. The device passed basic occlusion and displacement tests. No motor error alarms noted. However moisture damage was noted on motor assembly.

Event description:
Customer reported on (B)(6) 2014, she was hospitalized on (B)(6) 2014 due to high blood glucose of 1300 mg/dl. Customer states she was throwing up for five days because of high blood glucose level. Customer reported it was normal for her to have high blood glucose that she has been in coma and near death experiences because of her diabetes. Customer was diagnosed with diabetic ketoacidosis. The device had also displayed a motor error. Troubleshooting was done for alarm. Customer current blood glucose was 429 mg/dl. No further information reported. Alarm occurred during bolus. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.